Manufacturer narrative:
H4: the lot was manufactured between november 23, 2023 ¿ november 24, 2023. H11: the actual device and a photograph of the sample were received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. A visual inspection of the photo sample was performed, and leakage from the bottom right shoulder port weld was observed. Functional leak testing using tap water was performed on the actual sample, and a leak at the bottom right shoulder port weld was observed. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause is due to variations of the manufacturing bag weld process causing an inadequate bottom right shoulder port weld. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the bottom, welded corner of the bag. This occurred during compounding. There was no patient involvement. No additional information is available.